Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a right atrial lead was attempted and capped and the physician indicated having difficulty using the lead. An epicardial lead was implanted. During testing post implant, the epicardial right atrial was noted to have far field r-wave oversensing and the right ventricular lead was noted to have high thresholds. The sensitivity on the right atrial was increased which reduced the far field r-wave oversensing. The right atrial lead remains in use. No changes were made to the right ventricular lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.